Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the act and up and down buttons were harder to press, screen was harder to saw in sunlight, scratched dimmer and rainbow effect on screen. The customer¿s blood glucose was unknown. Customer declined for the helpline support. The insulin pump will not be returned for analysis.